Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated that the customer had experienced hypoglycemia. Customer's blood glucose was 40 mg/dl. Customer stated customer might have delivered too much bolus during dinner time which led to low blood glucose event. Customer was treated with food. Customer also had issues with calibration error. No further patient complication were reported. Trouble shooting was not performed and customer will continue the use of insulin pump.